Manufacturer narrative:
(B)(4).

Event description:
During the implantation procedure, resistance was noted while engaging the hex wrench into the set screw. The lead was inserted and the set screw was tightened; however, the hex wrench could not be removed. A new device was used and the patient suffered no consequences.

Manufacturer narrative:
The device was returned with a torque driver and no anomalies were observed on the device. Visual inspection noted the torque driver was slightly damaged, however mechanical testing revealed it was still able to tighten and loosen the header properly. The event of the torque driver stuck on the set screw was not confirmed.